Manufacturer narrative:
(B)(4). Date sent: 4/6/2021. Only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: informed by surgeon that device was removed on (B)(6) 2021 (product- lxmc16). Surgeon shared that device was removed due to patient weight loss. Went ahead and placed a smaller device lxmc14 after previous device was removed. What was the implant date? Not shared. What is the lot number for the linx device? Not shared. Was ph testing performed prior to explant to confirm recurrent reflux? Not shared. After implant, was the device initially effective in controlling reflux? Not shared. When did the recurrent reflux begin? Not shared. Will the device be returning for analysis? Not shared. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm: what (if anything) was found during the egd? Was there any type of treatment for the patient? If yes, what were they?

Event description:
It was reported that the linx device is being scheduled for removal. The date has not been set and the rep will call back when more information is available. The patient has continuous reflux. An endoscopy was performed.